Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was performed on a patient with diffuse left anterior descending (lad) disease, with calcified modules, and 75% stenosis. A 3.00 x 32 synergy stent was advanced to the lad, but there was resistance. The device was pulled back, undeployed, due to the user wanting to use a guide extension catheter. When the stent device was removed from the patient, stent strut damage was noticed. It was noted that the damage was likely due to the calcification. A guidezilla in combination with a new synergy stent was used to complete the procedure, and the resulted was noted to be perfect, without resistance. No patient complications resulted in relation to this event, and the patient was noted to be fine.